Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration following initial implant surgery. The surgeon attempted to re-advance the array, but was unable to do so. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was successfully activated.